Event description:
Additional information: it was reported that the patient death was related to old age and was unrelated to the device or therapy. The device system was used to deliver dilaudid and clonidine.

Event description:
It was reported there was a patient death. The patient had a refill and reprogramming done on (B)(6)-2012. At that time he had been in an in-patient hospice and appeared agitated, confused, and appeared to be in pain from a new cervical compression fracture. The patient was in a cervical brace. The death was attributed to a pre-existing conditioned that was not related to the device or therapy or the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).